Event description:
It was reported the camera head experienced a connection error during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: b5, d8, d9, g6, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the investigation results, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer